Event description:
The customer called to report that a patient treated in the head and neck region in (B)(6) 2008, had expired due to radiation complication called "radiation necrosis of the cervical spine". This is believed by the customer, to result from incorrect isocenter positioning between the linac and treatment planning systems (eclipse and brainscan).

Manufacturer narrative:
Additional follow-up to this MDR is expected upon completion of the investigation.